Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye and the patient experienced excessive vault and refractive surprise, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: unk. Device expiration date: unk, no serial number reported. Implant date: unk. Device manufacturing date: unk, no serial number reported. (B)(4).

Manufacturer narrative:
Additional information: d9-return date: 15-feb-2023. H3 - device evaluation: the lens was returned with liquid in a microcentrifuge vial. Visual inspection found the haptic torn and residue/debris on the product. Dimensional and functional inspections found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted an 13.7mm vicm5_13.7 implantable collamer lens of -8.50 diopter into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged with a shorter length lens on (B)(6) 2022 due to excessive vault and refractive surprise. The problem was resolved. Reportedly, the status of the eye is "all fine, iridocorneal angles are open and the patient is happy." The cause of the event was reported as "unknown". H6 - work order search: no additional similar complaint type events within associated lots were found. Claim# (B)(4).